Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had experienced a heart attack. Further, the device was turned off by the clinic two weeks ago. The family requested to turn back on the patient's device and was turned back on. Additionally, the health care professional (hcp) informed patient was actively dying. This device remains in service. No adverse patient effects were reported.